Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up with an error. As a result the hard drive was replaced and software was updated and loaded. It was also noted that the stylus was missing. (B)(4).

Event description:
It was reported that the device was returned for evaluation. The device was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.